Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the area right after the luer lock is discolored. Reportedly, the yellowish green tint occurred with multiple cartridges. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 250 units. Reportedly, the cartridge was filled with cold insulin. The user's blood glucose level was 132 mg/dl. The user successfully loaded a new cartridge and resumed insulin delivery.